Manufacturer narrative:
Per exemption number e2016001. Customer returned 57 strips of specified lot. This indicates that the strips are mixed. Returned meter, returned strips, and retain strips were all tested and performed to specification. Complaint unconfirmed. Filing 2 of 2 additional patients with this MDR.

Event description:
Caller reported that meter failed twice today on two separate patients. Caller stated he and other staff performed control checks on the meter and they were within range. Caller reported that both tests were within temperature range. One test was performed at 71° and the other was performed at 75°. Both tests were performed via capillary testing from a fingertip. Second patient reported they thought their blood glucose was high. Test was performed and read at 260, so it was reading high, but not dangerously high according to caller. Patient was treated as hyperglycemic. Patient was tested at hospital and meter read "high" which apparently is above 500. Meter was put into service in (B)(6) 2018. It is unknown when the test strips were opened, but caller stated it was less than three months ago. Meter and strips are stored in a compartment on the side of the squad. Single use lancets are used on patients. Alcohol wipes are used to clean the patient's finger. They allow the finger to dry thoroughly before lancing.